Event description:
It was reported that the plastic on the tip of the unit is broken.

Manufacturer narrative:
Upon receipt of the unit, it was determined that the tip of the unit is sharp. Additional info will be provided once the investigation has been completed.